Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed an intermittent communication fail error message. This message will likely result in a no boot, shut down or lock up situation. There are no reports of pt injury or death associated with this event.